Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported vi phone call that they experienced low blood glucose of 50mg/dl. Customer declined troubleshoot for low blood glucose. Customer's current blood glucose was 137mg/dl. Customer received a change sensor alert after a calibration not accepted. Insulin pump will not be return for analysis.